Manufacturer narrative:
No product will be returned for evaluation. We are unable to confirm any device malfunction that may have contributed to the customer's dka or confirm the condition that caused the occlusion alarm. Based solely on the information provided in the report, we are unable to determine whether a failure of the omnipod system was, or may have been, a contributing factor to the reported event. An occlusion alarm is a safety feature of the pod intended to alert the user to an obstruction of the fluid path. Aside from the audible alarm initiated by the pod, the pdm would have alerted the user via a visual display "occlusion detected." The user would have been warned that "insulin delivery stopped" and instructed to "change pod now." By initiating the alarm to alert the user, the pod had functioned as designed. No pod lot number was provided - a review of lot qualification records was therefore, unable to be performed.

Event description:
The customer's mother reported that her son had been experiencing "chronic problems" with pod occlusions and was "admitted to the hospital due to dka." No specific bg levels were provided. While in the hospital, the customer "had three occlusions." The mother "couldn't explain what caused the dka." Neither the length of stay nor the treatment received while at the hospital could be obtained. The customer was going to meet with a new physician to "review pod placement" and to "assist with the prevention of occlusions." No product will be returned for evaluation. Note: insulet customer support has been unable to reach the customer for additional information about the event. The incident was only found out about due to an email sent by the customer's mother to his clinical services manager.